Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's controller displayed the "replace generator " message. It is unknown if the message displayed prematurely or not. Patient still has therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-01082 should not have been reported as a medical device report (MDR) after additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction.